Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge error occurred during the load process. Customer reported an elevated blood glucose level of 600 (mg/dl) and delivered an injection. The customer was able to change the cartridge and resume insulin delivery.